Event description:
Apparent false positive for covid. Lateral flow assay for sars cov2 antigen by bd veritor plus analyzer was positive on (B)(6) 2020 for an asymptomatic exposed resident in an rcfe setting. An np swab for pcr analysis was obtained the same day and was negative on analysis at our regional public health lab (B)(6). FDA safety report ID# (B)(4).